Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that the patient was having difficulty using external devices. Determined that the patient was not placing the communicator over the ins and once patient did so was able to connect to ins normally. Patient stated their amplitude was currently showing 0.7 and was previously at 0.9 at time of implant. Patient stated it may have gotten changed after they had help turning therapy off and back on again following an MRI. Patient opted to increase amplitude to 0.8 and stated they have difficulty feeling the stimulation sensation. Patient reported the interstim appears to be stimulating their bowels because they get diarrhea every 3-4 days and have to take imodium. Patient stated it was helping both their bowel issues and urinary issues but they had the interstim implanted to help them empty their bladder because they had retention. Half the time patient had urgency to get to the bathroom for both bladder and bowel but other times they don't. When patient has urgency they also experience accidents. Patient did not have issues like this prior to implant and some days patient goes continuously. Yesterday morning patient could not urinate at they finally took a water pill and about 3 hours later was urinating "almost syrup." The urgency symptoms started about 3-4 weeks ago and the bowel issues started since right after implant but patient also stated the therapy worked so well for the first couple weeks. Patient also reported they have a history of spinal issues and they are supposed to have surgery on their sacral nerve because they are having sciatic problems so they are going to go in and inject the patient to see if its sciatic or spinal. Patient reported they have lumbar issues and they have pain that goes down the leg. Patient did not know if these symptoms started prior to or after interstim implant. Patient also reported that the ins turns and moves around. Redirected patient to consult with managing physician regarding all reported symptoms. Reviewed orthopedic surgeon and managing healthcare provider (hcp) may need to consult with each other. Reviewed role of the manufacturer multiple times during the call and that any medical issues or symptoms should be discussed with managing hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.